Manufacturer narrative:
The sample is available for eval. Additional info reg this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report.

Event description:
After insertion, the pt withdrew the catheter. The nurse checked the line and found there was no catheter, just the plastic adapter. They found the catheter was attached to the pt's clothing.